Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had physically damaged rails and a broken retractor band. A field service engineer replaced both the rails and the retractor band, and the hardware was tested using a hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed and was not detected on the communication bus. The customer reported that the user was able to remove the medication from pharmacy resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.